Manufacturer narrative:
Evaluation: if the coda balloon catheter is being utilized to expand a vascular prosthesis, the radiopaque markers should be used to ensure that the entire balloon is positioned within the prosthesis. Based upon the information provided, the rupture of the iliac may have occurred due to inflation of the balloon outside of the iliac leg graft.

Event description:
Placement of zenith aaa endovascular graft on a male patient was performed without complication. When the coda balloon was being inflated in the right iliac leg graft to seal it to the iliac, it inflated to its maximum diameter very quickly. At that time the patient's bp dropped. An angio run noted an iliac rupture. The physician then deployed two iliac leg grafts in an effort to seal off the rupture. The rupture was successfully sealed and the patient's bp went back to normal. Patient is currently doing well.